Event description:
The customer reported, the system displayed an error code overload fault, low ma fault, and low kv fault. The system was operational after the reboot and was able to be used to finish the case. An alternate system was used to perform the following case. No patient injury was reported.

Manufacturer narrative:
The service rep performed several tasks to fix the unit including performing a generator alignment taw the service manual, cleaned and lubricated the candlesticks, cleaned both x-ray tube and high voltage tank cavities, and replaced the xray tube, tube cover, collimator cover, gasket and tube temperature sensor. System operates as intended.